Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery and arteriovenous fistula of the right coronary artery. A 2.50x24 synergy¿ drug eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, the stent strut was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal edge of the stent was bunched and pulled distally on the balloon. As a result the proximal edge of the stent was located 3mm distal to the distal edge of the proximal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery and arteriovenous fistula of the right coronary artery. A 2.50x24 synergy¿ drug eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, the stent strut was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.